Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 41 mg/dl and had lost consciousness. The patient was treated with a glucagon injection. The reporter was unable to troubleshoot the pump at the time of the call. Customer technical support has attempted to reach out to the patient but been unsuccessful. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: the last basal delivery was on 11/16/2016. The last bolus delivery was a 7.10u bolus on (B)(6) 2016 at 13:43. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. No delivery interruptions or alarms occurred during the investigation. The battery compartment was found to be cracked. The display screen was dim and discolored.